Event description:
The customer reported that during use on a pt who was under oxygen, the surgeon heard a loud noise coming from the cable and a fire began on the operative field near the pt's head. The pt was burned. Degree of burn and type of treatment were not reported.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.